Event description:
Information was received from a consumer regarding a patient who was implanted with neurostimulator (ins) for failed back surgery syndrome. Patient reported her ins was fully charged but she is not able to turn stimulation on. Patient programmer (pp) showed poor communication and her insr showed it was charging her implant however her ins was nearly empty. Patient said she had charged last night and after about a half hour she saw the ins battery level full screen so she stopped charging. Loss of therapy due to low ins battery. Reviewed charging instructions with patient and patient was able to charge. But patient was confusing coupling boxes with ins battery level. Patient/caller to follow up with hcp. Patient has an appointment on friday. Patient said she had met with medtronic representative at the healthcare professional (hcp) office twice before because there was a spot right by her hip where stimulation was really strong and the representative have tried to reprogram it to help but were not successful. Patient had twisted her ankle yesterday because she has drop foot and it gives out so easily. Patient said she's had drop foot since prior to getting her medtronic device. Patient said she does not like to have stim turned on while she is walking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.